Manufacturer narrative:
Date of this submission is 08/16/2011. This closes out this report unless additional significant info is received.

Event description:
Consumer reports that a gentle tug on the tampon string caused it to pull away from the rest of the tampon.